Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 6f exoseal vascular closure device (vcd) never changed color. The device was removed, and manual compression was applied for 40 minutes instead. There were no reported injuries to the patient. The operator has many years of experience using the exoseal. The exoseal vascular closure device (vcd) was used during an interventional procedure. The procedure used a retrograde approach with a 6f non-cordis sheath. The patient¿s body mass index (bmi) was not greater than 40. There were no visible signs of device or package damage before use. One exoseal device was used. The femoral artery¿s suitability was confirmed via angiography, including verification of insertion angle and vessel diameter =5mm. There was no visible calcium, plaque, stent, or >50% stenosis near the puncture site. The site had not been previously closed within 30 days nor showed signs of hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the vcd. The indicator wire cowling locked with the handle assembly and an audible click was heard. While slowly retracting the device at an angle of approximately 45°, the pulsatile blood flow in the blood return indicator stopped. The operator then slowly withdrew the closure device by about 1 cm and felt resistance, suggesting that the wire loop might have engaged the vessel puncture site. However, the indicator window still did not change color. The operator continues to withdraw slowly, but the indicator window never changed. The physician did not place the thumb on the plug deployment button during retraction. No red color was observed in the indicator window. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. A review of the manufacturing documentation associated with lot 18457209 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the indicator window on a 6f exoseal vascular closure device (vcd) never changed color. The device was removed, and manual compression was applied for 40 minutes instead. There were no reported injuries to the patient. The operator has many years of experience using the exoseal. The exoseal vascular closure device (vcd) was used during an interventional procedure. The procedure used a retrograde approach with a 6f non-cordis sheath. The patient¿s body mass index (bmi) was not greater than 40. There were no visible signs of device or package damage before use. One exoseal device was used. The femoral artery¿s suitability was confirmed via angiography, including verification of insertion angle and vessel diameter =5mm. There was no visible calcium, plaque, stent, or >50% stenosis near the puncture site. The site had not been previously closed within 30 days nor showed signs of hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the vcd. The indicator wire cowling locked with the handle assembly and an audible click was heard. While slowly retracting the device at an angle of approximately 45°, the pulsatile blood flow in the blood return indicator stopped. The operator then slowly withdrew the closure device by about 1 cm and felt resistance, suggesting that the wire loop might have engaged the vessel puncture site. However, the indicator window still did not change color. The operator continues to withdraw slowly, but the indicator window never changed. The physician did not place the thumb on the plug deployment button during retraction. No red color was observed in the indicator window. Upon removal, the indicator wire loop was deployed and showed no anomalies. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed. A simulation evaluation was performed. During this analysis, the indicator wire was deployed. An attempt was made to move the indicator window by pulling the wire; however, no change in the indicator window was observed because the plug was swollen due to dried blood. This caused the indicator window to be manually opened and tested by moving the window until reaching the black/black position. Subsequently, the deployment lever was fully depressed, achieving plug deployment. Additionally, the black/white/red positions were also obtained in the indicator window. A high magnification microscopic evaluation was executed to evaluate the internal components of the unit. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18457209 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it able to achieve all three stages of the indicator window and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the plug completely swollen and dried, not allowing the mechanism to move appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all three stages of the indicator window during functional analysis. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.